Event description:
It was reported that charging cable was difficult to insert into charging port and had to be positioned in a specific way for device to recognize charging. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.